Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the lead passed testing. There were setscrew marks noted on the tip and ring.

Event description:
Boston scientific received information that the left ventricular (lv) lead had high pacing thresholds measurements. Additional information obtained from the field indicated that the suspected cause of the high pacing thresholds was unknown. There were no signs of lead fracture. This lv lead was explanted. No additional adverse patient effects were reported.